Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users could not see all the patients. A technical support specialist dialed into server and logged into patient encounter system and verified that both users had the correct roles and assigned areas. The tss explained that the assigned area was compared with the area configured on the device, and both were confirmed to match the critical care area. The tss communicated the findings to the customer and confirmed with the customer to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple user unable to saw all the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.